Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the right ventricular lead exhibited no capture and noise. The x-ray was performed and it revealed that the lead showed fracture at the proximal portion. On (B)(6) 2018, the lead was capped and a competitive lead was implanted successfully. The patient was stable throughout the whole procedure.